Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a loss of captured noted on the right ventricular (rv) channel. It was determined that the loss of capture was due to the inability of the device algorithm to accurately determine the capture threshold. The device was reprogrammed with a fixed output to resolve the event and the patient was stable with no consequences.